Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that following a cardiac ablation procedure wherein the ipg was not placed into surgery mode, the ipg became inoperable. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.